Event description:
Ous MDR - during the implantation procedure this lead dislodged several times. A few days later after successful implantation the lead was discovered dislodged again. During a revision procedure on (B)(6) 2018 lead damage was observed. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection confirmed the clinical complaint. The inner conductor component group had been twisted out of the outer conductor component group. The analysis showed that the cause is probably mechanical stress. It cannot be ruled out that mechanical stress occurred in the connector area during the multiple repositioning attempts. The analysis did not show any other deviations that could be related to the clinical complaint. The electrical resistance values did not show any anomalies, the measurement values were within specifications. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.